Manufacturer narrative:
Product event summary: the analysis of the device memory showed the battery indicator signifying time for device replacement.

Event description:
It was reported that the battery voltage measured 2.61v and the device had not yet triggered elective replacement indicator (eri), however, the physician decided to replace the device based on the battery voltage and history of therapy delivered. It was further reported that there was premature battery depletion and it was suspected that it could be related to the device was possibly in an active telemetry session during a six hour ventricular tachycardia (vt) ablation procedure. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 5024m implantable pacing lead (B)(6) 2001; 5524m implantable pacing lead (B)(6) 2001; 6945 implantable tachy lead (B)(6) 2001. (B)(4).